Event description:
Allergan rep reported on behalf of a physician that port revision surgery was performed due to suspected breakage in the port tubing of an ap standard lap-band.

Manufacturer narrative:
Taper ii. Allergan has received the product however, the analysis has not been completed at this time. Further information from the reporter regarding the serial number and patient information has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."